Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the proximal mid left anterior descending coronary artery with one xience v 3.0 x 23 mm stent. On (B)(6) 2011, the patient experienced dizziness following exercise and a syncopal episode with loss of consciousness for approximately 20 minutes. On arrival to the emergency room, the patient experienced neck and jaw pain, nausea and diaphoresis. The patient was hospitalized, cardiac enzymes were elevated, functional ischemia study was positive and the ECG showed st-elevation myocardial infarction. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the target lesion for in-stent restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. The reported myocardial infarction, nausea, re-stenosis and ischemia are listed in the xience v instructions for use (IFU), as known adverse events associated with coronary stenting procedures. It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.